Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Double-bend was measured to be within specification.

Event description:
Related manufacturer report number: 2017865-2022-50926. It was reported that a chest x-ray was performed and revealed that the patient's left ventricular (lv) lead was dislodged. During the replacement procedure, the physician was unable to remove the stylet from the new lv lead and a portion of the lead had detached. The lv lead was not used and the physician elected to complete the procedure with another lv lead. The patient condition was stable before, during, and after the procedure.